Event description:
The customer reported to olympus, there was an image issue on the 4k autoclavable camera head. The inspection of the returned device found a faulty cable unit. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and the customer¿s allegation was confirmed. The device displayed a black/dark image due to a faulty cable unit. In addition, the autoclave label was faded and a damaged switchboard. The damaged switchboard caused no sense of switch depression for buttons two (2) and three (3). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is obtained.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined that the cause of the failure was the faulty cable unit. However, the investigation could not determine the cause of the cable unit failure. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was obtained from the customer. The event occurred during equipment preparation, before the patient enters the room. The procedure was completed with a different laparoscopy tower.